Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00124. Articular surface fixed bearing (ps) right 11 mm height catalog#: 42522400711 lot#: 64281995. Tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 64318937. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee manipulation under anesthesia approximately two and a half months post-implantation due to stiffness. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient developed arthrofibrosis, causing stiffness. The patient underwent a manipulation under anesthesia approximately two and a half months post-implantation. During a follow-up visit six months after the manipulation, no pain was reported and the patient was instructed to continue use of a can until the patient walks without a limp. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient had a total knee arthroplasty. Subsequently, approximately two in a half months later, underwent a manipulation under anesthesia due to arthrofibrosis. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.

Event description:
No further event information available at the time of this report.